Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), genital haemorrhage ("bleeding") and pregnancy with contraceptive device ("unwanted pregnancy") in a female patient who received essure for sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain, genital haemorrhage and pregnancy with contraceptive device to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pain (seen as pelvic pain female), bleeding (seen as genital bleeding) and unwanted pregnancy. A salpingectomy was performed. The events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, it was not reported whether essure confirmation test was performed. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pain (seen as pelvic pain female), bleeding (seen as genital bleeding) and unwanted pregnancy. A salpingectomy was performed. The events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, it was not reported whether essure confirmation test was performed. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. A product quality defect could not be confirmed but is considered plausible. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/pain"), genital haemorrhage ("bleeding") and pregnancy with contraceptive device ("unwanted pregnancy") in a 26-year-old female patient who had essure (batch no. A20053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone (depo provera) in 2012. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 2 years 9 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced tooth disorder ("dental problem") and weight increased ("weight gain"). On (B)(6) 2015, the patient experienced device expulsion ("malposition of essure device location of device: myometrium surrounding the cornual region of the fallopian tube/ migration of essure device location of device: myometrium surrounding the cornual region of the fallopian tube,"). In 2016, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery ((B)(6) 2015 - bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and pregnancy with contraceptive device outcome was unknown and the device expulsion, migraine, headache, tooth disorder, vaginal discharge, fatigue, weight increased and abdominal pain lower had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, device expulsion, fatigue, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 172 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain"), genital haemorrhage ("bleeding") and pregnancy with contraceptive device ("unwanted pregnancy") in a 26-year-old female patient who had essure (batch no. A20053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient does not underwent essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone (depo provera) in 2012. In 2012, the patient experienced vaginal discharge ("vaginal discharge") and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 2 years 9 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced tooth disorder ("dental problem"). On (B)(6) 2015, the patient experienced device expulsion ("malposition of essure device location of device: myometrium surrounding the cornual region of the fallopian tube/ migration of essure device location of device: myometrium surrounding the cornual region of the fallopian tube,"). In 2016, the patient experienced migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery ((B)(6) 2015 - bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, and pregnancy with contraceptive device outcome was unknown and the device expulsion, migraine, headache, tooth disorder, vaginal discharge, fatigue, weight increased and abdominal pain lower had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, device expulsion, fatigue, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: current weight 172 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Concomitant drugs, concomitant disease were added. Updated suspect drug indication. Events malposition of essure device location of device: myometrium surrounding the cornual region of the fallopian tube/ migration of essure device location of device: myometrium surrounding the cornual region of the fallopian tube, migraines, headaches, dental problem, vaginal discharge, fatigue, weight gain, lower abdominal pain, and ent does not underwent essure confirmation test added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.